Manufacturer narrative:
Article citation: ¿cd30+ t cells in late seroma may not be diagnostic of breast implant-associated anaplastic large cell lymphoma,¿ by marshall e. Kadin, md; john morgan, phd; haiying xu, bs; and caroline a. Glicksman, md, published in aesthetic surgery journal, 11/apr/2017, pp. 1-5. A request for further information was made to the reporting physician. No additional information will be provided as further follow up is not possible, as the doctor is not available for additional questioning. Device labeling: "potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation." -

Event description:
Reported event of a patient with a left side ¿inamed biocell textured saline implant¿ experiencing a ¿deflation¿ was noted in the article ¿cd30+ t cells in late seroma may not be diagnostic of breast implant-associated anaplastic large cell lymphoma,¿ published in aesthetic surgery journal, 11/apr/2017, pp. 1-5. The device was explanted and replaced with a ¿natrelle style 410 highly cohesive textured silicone gel implant.¿